Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist was unable to move the occlusion knob on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The complaint is confirmed by the field service representative (fsr). The fsr was able to loosen up the occlusion knobs to correct the problem. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.